Event description:
Procedure: bullectomy. According to the reporter: the firing seemed successful during the operation and no problem was found during the leak test. After closing, however, the pt had something wrong and had to re-open their chest. Then, it was found that the staples did not form at the proximal end and their legs stayed straight. Another device was used to close the incomplete staple line. Pt status is ok.

Manufacturer narrative:
Date initial report sent: 1/24/2008.